Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in an adult female patient who had essure (batch no. 706678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure device would not go into left tube so she had to cut tube with ting scissors". The patient's previously administered products included for contraception: condoms from 1985 to 2011 and spermicides from 1985 to 2011. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("back pain /lumbar pain"), cyst ("multiple cysts"), bacterial infection ("bacterial infections"), hormone level abnormal ("hormonal changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), pelvic pain ("pain"), procedural pain ("it hurts really bad"), vomiting ("threw up") and complication of device removal ("complications from your essure removal procedure? Yes"). The patient was treated with surgery (abdominal hysterectomy (full), right salpingo-oophorectomy and cystoscopy on (B)(6) 2011). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, back pain, cyst and pelvic pain had resolved, the bacterial infection, vaginal infection, procedural pain, vomiting and complication of device removal outcome was unknown and the hormone level abnormal had not resolved. The reporter considered abdominal pain, back pain, bacterial infection, complication of device removal, cyst, hormone level abnormal, pelvic pain, procedural pain, vaginal infection and vomiting to be related to essure. The reporter commented: the insertion date was (B)(6) 2013 (interpreted as (B)(6) 2010 since pre-insertion and hysterosalpingogram dates were in 2010 and explantation date in 2011). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: satisfactory placement of both coils (cont) x-ray - on (B)(6) 2010: total bilateral occlusion - hysterosalpingogram (cont): confirmed satisfactory placement of both essure coils and full occlusion of both tubes. From 1985 to 2011, the patient received over the counter spermicides or condoms or more for contraception and reason of discontinuation that other hysterectomy. Prescription of cream for vaginal infection. Hormone patches was prescribed for hormonal changes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - reporter was added. Patient details, lab data and unstructured relevant tests were added. Hormonal changes, infection (bladder/ urinary tract/vaginal) type: vaginal infections, pain, procedural pain and essure device would not go into left tube so she had to cut tube with ting scissors, threw up, complications from your essure removal procedure? Yes were added as an events. Essure lot number was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ pain in abdomen"), uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 706678 invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure device would not go into left tube so she had to cut tube with ting scissors". The patient's previously administered products included for contraception: condoms from 1985 to 2011 and spermicides from 1985 to 2011. Concurrent conditions included dysmenorrhea, headache, ovarian cyst, urinary incontinence, anxiety, neck pain and sinus disorder. Concomitant products included buspirone hydrochloride (buspar) since 1998. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and back pain ("back pain /lumbar pain"). In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), cyst ("multiple cysts"), bacterial infection ("bacterial infections"), hormone level abnormal ("hormonal changes"), procedural pain ("it hurts really bad"), vomiting ("threw up") and complication of device removal ("complications from your essure removal procedure? Yes"). The patient was treated with surgery (abdominal hysterectomy (full), right salpingo-oophorectomy and cystoscopy on (B)(6) 2011).essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, pelvic pain, back pain, cyst and vaginal infection had resolved, the uterine haemorrhage, bacterial infection, procedural pain, vomiting and complication of device removal outcome was unknown and the hormone level abnormal had not resolved. The reporter considered abdominal pain, back pain, bacterial infection, complication of device removal, cyst, hormone level abnormal, pelvic pain, procedural pain, uterine haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: the insertion date was (B)(6) 2013 (interpreted as (B)(6) 2010 since pre-insertion and hysterosalpingogram dates were in 2010 and explantation date in 2011). Thera are five coils trailing from the left fallopian tube and three coils trailing from the right fallopian tube after placement of micro inserts. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: satisfactory placement of both coils (cont) x-ray - on (B)(6) 2010: total bilateral occlusion. Hysterosalpingogram (cont): confirmed satisfactory placement of both essure coils and full occlusion of both tubes. From 1985 to 2011, the patient received over the counter spermicides or condoms or more for contraception and reason of discontinuation that other hysterectomy. Prescription of cream for vaginal infection. Hormone patches was prescribed for hormonal changes. Concerning the injuries reported in this case, the following one/ones were reported via medical record:abnormal uterine bleeding, abdominal pain, back pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), uterine haemorrhage ("abnormal uterine bleeding") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 706678) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure device would not go into left tube so she had to cut tube with ting scissors". The patient's previously administered products included for contraception: condoms from 1985 to 2011 and spermicides from 1985 to 2011. Concurrent conditions included dysmenorrhea, headache, ovarian cyst and urinary incontinence. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain /lumbar pain"), cyst ("multiple cysts"), bacterial infection ("bacterial infections"), hormone level abnormal ("hormonal changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal infections"), procedural pain ("it hurts really bad"), vomiting ("threw up") and complication of device removal ("complications from your essure removal procedure? Yes"). The patient was treated with surgery (abdominal hysterectomy (full), right salpingo-oophorectomy and cystoscopy on (B)(6) 2011), essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, pelvic pain, back pain and cyst had resolved, the uterine haemorrhage, bacterial infection, vaginal infection, procedural pain, vomiting and complication of device removal outcome was unknown and the hormone level abnormal had not resolved. The reporter considered abdominal pain, back pain, bacterial infection, complication of device removal, cyst, hormone level abnormal, pelvic pain, procedural pain, uterine haemorrhage, vaginal infection and vomiting to be related to essure. The reporter commented: the insertion date was (B)(6) 2013 (interpreted as (B)(6) 2010 since pre-insertion and hysterosalpingogram dates were in 2010 and explantation date in 2011). Thera are five coils trailing from the left fallopian tube and three coils trailing from the right fallopian tube after placement of micro inserts diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; on (B)(6) 2010: satisfactory placement of both coils (cont) x-ray - on (B)(6) 2010: total bilateral occlusion - hysterosalpingogram (cont): confirmed satisfactory placement of both essure coils and full occlusion of both tubes. From 1985 to 2011, the patient received over the counter spermicides or condoms or more for contraception and reason of discontinuation that other hysterectomy. Prescription of cream for vaginal infection. Hormone patches was prescribed for hormonal changes. Concerning the injuries reported in this case, the following one/ones were reported via medical record:abnormal uterine bleeding, abdominal pain, back pain, pelvic pain most recent follow-up information incorporated above includes: on 27-feb-2018: the medical record received:the event abnormal uterine bleeding,concurrent condition,reporters added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), back pain ("back pain"), cyst ("multiple cysts") and bacterial infection ("bacterial infections"). The patient was treated with surgery (abdominal hysterectomy, right salpingo-oophorectomy and cystoscopy on (B)(6) 2011). Essure was withdrawn. At the time of the report, the abdominal pain, back pain, cyst and bacterial infection outcome was unknown. The reporter considered abdominal pain, back pain, cyst and bacterial infection to be related to essure. The reporter commented: the insertion date was (B)(6) 2013 (interpreted as (B)(6) 2010 since pre-insertion and hysterosalpingogram dates were in 2010 and explantation date in 2011). Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2010: hysterosalpingogram result was satisfactory placement of both coils (cont). Hysterosalpingogram (cont): confirmed satisfactory placement of both essure coils and full occlusion of both tubes. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. Approximately 1.5 years after the insertion the plaintiff underwent abdominal hysterectomy, right salpingo-oophorectomy and cystoscopy. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. This report provided limited information, however, as abdominal pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of interventions and device removal. A product technical analysis is awaited. Follow-up information is expected only through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain. Approximately 1.5 years after the insertion the plaintiff underwent abdominal hysterectomy, right salpingo-oophorectomy and cystoscopy. Abdominal pain, serious due to medical significance, is anticipated in the reference safety information of essure. This report provided limited information, however, as abdominal pain can occur during the use of essure and no alternative explanations were reported, a causality of the essure micro-inserts cannot be excluded (related). Other events, non-serious, were reported in addition. The case was classified as incident because of interventions and device removal. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Follow-up information is expected only through the litigation process.